Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as 2134265-2018-01325 and 2134265-2018-01560. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During the procedure, the imaging catheter was recognized, however, imaging could not be performed since the motordrive failed to move and the image was not displayed. The system was rebooted and the issue was resolved. No patient complications were reported.